Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that pt is needing MRI but caller reported ins battery is dead and pt said ins will not charge. Caller had no further detail to provide.  Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were scheduled to have a MRI on wednesday (pt did not allege that the MRI was in any way related to the mdt device/therapy), however the device hasn't worked or been charged for two to three years, so they couldn't place the device in MRI mode. Pt stated that they couldn't get the ins to recharge, so that's why the device hadn't been working. Pt stated that probably two years ago they tried to recharge their ins when the ins wouldn't recharge. Pt stated that they hadn't seen anyone since the ins was implanted; pt then stated that they saw someone maybe a year at most after the ins was implanted. Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response.   Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller reported that the patient's ins has been dead for 2-3 years and the patient can not get the device into MRI mode. The caller indicated that the patient has not used the device in 2-3 years. The patient attempted to sync the controller and got the poor communication symbol. The caller was not with the patient. Tss reviewed MRI information. Additional information was received from the patient. They will not be filling out the patient letter, and plan to have the implant removed on the 29th.